Manufacturer narrative:
This report is being submitted to report corrected information to 0001038806-2024-00310 and additional information. The lot number was submitted incorrectly. The correct lot number is 2021120047. The following sections are being reported: d4: lot number is corrected to 2021001247. D4: expiration date and unique identifier (UDI) number. D10: ieeha355, certain bellatek encode emergence healing abutment 3.4mm(d) 5mm(p) 5mm(h), lot number 1272249. H2: if follow-up, what type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. Zimvie received one implant for evaluation. Visual evaluation was performed. Unable to assess internal threads due to the implant's condition. Implant shows signs of damage possibly due to the removal process. The concomitant healing abutment is stuck to the implant and unable to be removed. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was torque or speed applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction could not be verified. The internal threads of the implant could not be assessed, as there was an abutment stuck to it. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report corrected information to 0001038806-2024-00310. Customer follow up has confirmed the correct placement date.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown. D1: brand name is not provided / unknown. D4: catalog number and lot number are not provided / unknown. E1: initial reporter¿s title is not provided / unknown.

Event description:
It was reported that the implant was placed in (B)(6) 2023. We found that the implant needed to be removed in (B)(6) 2024 and it was actually removed one day after discovery. The implant was stripped inside.